Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received a vibratory alert for lead noise. Noise was reproduced. Patient was scheduled for revision. Upon opening the pocket, it was revealed that the lead was tethered down on a sharp angle and encapsulated with a lot of scar tissue. When the lead was released from the scar tissue, no further noise was detected. The lead was re-sutured down in a less acute angled way and was functioning normally thereafter. Patient was in stable condition throughout.